Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive buttons due to flattened (creased) act buttons dome switch. No unlocked lcd keypad connector noted. Unable to perform rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test due to unresponsive button..

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The customer¿s blood glucose was 295 mg/dl. The customer stated that the buttons were not responding. The device will be returned for the analysis.